Manufacturer narrative:
The reported events of lead noise and high threshold were confirmed. As received, a partial lead (only connector portion) was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation exposing the outer coil distal to the suture sleeve tie impression. The cause of reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of patient anatomy.

Manufacturer narrative:
The reported events of lead noise and high threshold were confirmed. As received, a partial lead (only connector portion) was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation exposing the outer coil distal to the suture sleeve tie impression. The cause of reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of patient anatomy.

Manufacturer narrative:
Correction: h6 section was updated. Investigation conclusions code was updated to 4307 - cause traced to component failure.

Event description:
It was reported that the patient presented for a right ventricular (rv) lead revision due to extracardiac stimulation led to discomfort. Besides the right atrial (ra) lead exhibited noise and high capture threshold. The ra and rv lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of lead noise and unacceptable threshold were confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation exposing the outer coil distal to suture sleeve tie impression. The cause of reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of patient anatomy.